Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient fell directly on her implant a couple months ago. The patient falls a lot. The patient was sore for a couple days and then realized she felt a "gash" in the ins. A couple weeks later, the patient felt horrible shocking pains from the device. The patient then turned their device all the way down and off. The patient went to her primary healthcare provider (hcp) for migraines, and the hcp is fairly certain she broke the implant. The patient said the implant site is very tender and she isn't sure if it's pinching something. The patient noted that she has had several back surgeries, and this device feels like it's giving her more pain than she did before the implant. The patient also mentioned that she had a knee and foot reconstruction during her implant surgery. The patient has lost a lot of weight in the last year (about (B)(6), and now the implant sticks out, and it's loose enough to grab. The patient was redirected to follow up with their hcp to check the patient's implant or get it removed. The patient mentioned that she isn't allowed back to where she had the implant placed because she pulled a fit when the hcp didn't prescribe her meds. The patient was in a lot of pain and couldn't hardly move her arm or neck, so she freaked out. The patient thinks she wants the ins removed. No further complications were reported. No additional patient symptoms were reported.